Event description:
It was reported by the sales rep that during a sleeve gastrectomy procedure, when the device is articulated the stapler is forcing the articulation joint straight as it is moving down the cartridge, occurring on all different loads. The case was finished with a new stapler, same occurrence. Stapler pulling the articulation joint straight when firing. Staple line was not completely formed. There was no buttressing used. Over sewing was required. Two devices will not be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. What was the patient¿s bmi and gender? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First- third firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? 2 golds.